Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical sample was not returned. Provided x-ray images demonstrate stent placement in the sfa. The stent appears regularly deployed, and a strut fracture cannot be identified which leads to inconclusive evaluation result. The lesion was pre and post dilated. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described; in particular the instructions for use state: the instructions for use further state: 'confirm that the introducer sheath is secure and will not move during deployment. To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' In regard to pta the instructions for use state: 'predilitation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that the post stent placement procedure, the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that the post stent placement procedure, the stent allegedly fractured. There was no reported patient injury.